Manufacturer narrative:
Two lot numbers of 90020 were returned lot# 116966 and lot# 112530. It is unknown if both or one were involved in the reported event. Lot# 116966 was purchased in april 2020 and lot# 112530 was purchased in july 2019. The returned devices are still being evaluated by the manufacturing location. Additionally, we have requested some additional information from the customer to help with our investigation. A follow up report will be submitted once we have completed our investigation or significant additional information is received.

Manufacturer narrative:
We have not received any details, including the part number involved as the customer has not responded. Part 90020 was chosen for the report as it is purchased the most often by our distributor in (B)(4). There has been a total of (B)(4) sold of this part number with on additional complaint recorded for the cord shorting out, and no longer working. A follow up report will be submitted once further details are received, or if we decide to close the complaint.

Event description:
The customer alleged that during the middle of the surgery, the cable burst.